Event description:
It was reported by svc report that footboard function was intermittent. The head right outer panel was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot board damaged.